Event description:
It was reported that a spectrum pump dialed to deliver the programmed amount during therapy on the oncology floor. A pt was receiving a regimen of four 500ml infusions of chemotherapy over 24 hours at 21ml/hr. While the third bag was infusing, it showed only 90ml remaining to infuse; however, the entire bag was full. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for eval. Therefore, an eval could not be completed. If the device is identified and returned, an eval will be completed and a supplemental report will be submitted.